Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 400 mg/dl. The customer treated for high blood glucose with manual injections. Customer using insulin pump within 48 hours of high blood glucose of event. The customer reported that insulin pump was on auto mode. It was reported that insulin pump had critical error alarm, open book image when customer was swimming in pool. The insulin pump will be returned for analysis.